Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/+2.0/086 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4)